Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, fever, nausea, vomiting, asthma, depression, low back pain, flank pain, hemorrhagic cyst and uterine fibroids. Previously administered products included for an unreported indication: phenergan, sudafed and imodium. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycles"), dysmenorrhoea ("dysmenorrhea") and obesity ("obesity") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, menstruation irregular, dysmenorrhoea, uterine leiomyoma and obesity outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstruation irregular, obesity and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, fever, nausea, vomiting, asthma, depression, low back pain, flank pain, hemorrhagic cyst and uterine fibroids. Previously administered products included for an unreported indication: phenergan, sudafed and imodium. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycles"), dysmenorrhoea ("dysmenorrhea") and obesity ("obesity") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingo-oophorectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, menstruation irregular, dysmenorrhoea, uterine leiomyoma and obesity outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstruation irregular, obesity and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.